Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. No pump error 4 anomalies noted.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and one more insulin pump error alarm. Troubleshooting was done for both alarms. Customer was able to clear the alarm and able to rewind insulin pump. Customer did self test and it did pass. Customer did again self test and again received same insulin pump error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.